Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. In addition, the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause for the elevated bg was unknown. Customer did not recall how bg level was addressed. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.